Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3777-60 (serial: (B)(6); product type: 0200-lead; implant date ; explant date brand name ; product ID 3777-60 (serial:(B)(6); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported there was a lead issue/ impedance issue. It was reported electrodes 1,5,6,7, 8-15 all have impedance values >10000 ohms; impedance testing done, in multiple. Patient positions are yielding the same results. Affected electrodes are not used in effective programming. The patient is alive, without injury, and is receiving effective therapy.